Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. H3 other text : not available.

Event description:
It was reported through stryker facebook page: "5 years later I still have pain, now I need other one done been putting it off because of recovery time it took".